Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 251 mg/dl. Prior to troubleshooting with tandem technical support (cts), the customer changed the site multiple times. Customer declined to continue troubleshooting with cts. No additional information was provided.